Manufacturer narrative:
Based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the clips. The reported incident could not be recreated.

Event description:
It was reported during a laparoscopic cholecystectomy the clips came out of the applier not formed. There is no add'l info known. There was not consequence to the pt. 2/23/98 the rep reports another instrument was opened to complete the case.